Event description:
Customer reported experiencing a cgm error, specifically error 42, with their insulin delivery device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the error did not reappear, allowing the customer to successfully start their sensor session.